Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the clip delivery system (cds) was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for the lock line knots can include, but are not limited to, user technique / procedural conditions (unwrapping technique for the lock line) or manufacturing anomalies (lock line wrapping technique). With respect to user technique and/or procedural conditions, lock line knots may be influenced by the lock line unwrapping technique or lock lever cap removal technique. In this case, it is possible that while unwrapping the lock line, the two ends of lock line became entangled and a knot was formed when the lines were pulled during handling; however, a definitive cause could not be identified. Based on the information reviewed, a cause for the knots in the lock line could not be definitively determined; there is no indication of a product quality deficiency associated with the cds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incidents for the reported lot for the reported lock line knot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is filed to report the knot observed in the lock line of the clip delivery system (cds) that needed to be cut in order to deploy the clip, which is considered medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve leaflets without issue. During the deployment steps, the cap from the lock lever was removed, and a knot was observed on both ends of the lock line. The knot was cut and the clip was then deployed successfully. One clip was implanted and the mr was reduced to 1. There was no clinically significant delay in the procedure. No additional information was provided.